Event description:
On 4/3/92, life port #9 fr. Was inserted in the left subclavian, done in the operating room under local anesthesia for the purpose of administering chemotherapy. On 7/17/93, the patient went in for an office visit for irrigation of the life port. However, irrigation of the fluid went into the subcutaneous, causing the patient pain. The patient was subsequently referred to the surgeon for removal since it was believed to be leaking. Since there was no chemotherapy planned at the present, removal of the life port was scheduled for 8/2/93, as a day surgery procedure, to be done under local anesthesia. On 8/2/93, the life port catheter was removed with ease, however, it was noted that the length of the catheter was shorter than expected. In addition, upon visual inspection, the ends were found to be sheared. Chest x-ray done in surgery revealed a retained catheter fragment was lying in the right atrium, extending through the right ventricle.a cardiologist was consulted and the patient was subsequently admitted as an in-patient and scheduled for removal of the retained catheter to be done in the cardiac cath lab on 8/3/93. The catheter fragment was extracted from the right atrium via the right femoral vein with a wire snare basket without complication.the distal segment was examined and found to be sheared at the site where it had come loose from the proximal segment. The catheter fragment measured 13 cm in length. The patient was discharged on 8/4/93.